Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk, however, the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted when it becomes known if and how the bur head was removed, and the investigation results require.

Event description:
It was reported that during a tsa procedure, the tip of the bur broke off and fell into the pt. Although there were no adverse consequences to either the pt or operating room staff, there was a 30 minute delay in the procedure.